Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: f11, f13 - revert back to blank. A getinge field service engineer (fse) inspected the unit and could not reproduce the reported issue. The fiber optic socket and connector were checked for proper seating, and the unit was functionally tested with no failures observed. The iabp passed all safety, calibration, and performance checks according to factory specifications and was returned to service. There is no patient involved and harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) did not detect the ibp pressure and so, the pressure source was not available. There was no patient involved.